Event description:
The device reportedly displayed the data/fax screen and locked up when the print button was pressed. The device was examined by the local service representative and the representative replaced the system and switch interface printed circuit boards and connecting ribbon cable as a preventative measure. The device was returned to the facility for use. The device was returned to use and was in service for several weeks without problems, however, on august 2nd, 2000, the facility reported that the reported malfunction allegedly recurred when the device was turned on. The reporter stated that reporter had to cycle power three times before the alleged malfunction cleared and the device would operate properly. No pt info was reported with either of the reported malfunctions.